Event description:
Hcp reported "wound opened 5 days after implant, catheter removed and reimplanted in 2000. Then infection occurred and total explant." The device pocket and lumbar region were cultured and the pt was treated with oral and IV antibiotics and total device system explant. The pt recovered and the infection resolved with no drug withdrawal. No product was returned to the MFR for analysis.